Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated creatinine of 525.9 mmol/l on ID 1661261530 when processing on the architect c16000 that repeated 99.9, 97.8, 97.7 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.

Manufacturer narrative:
The field service representative (fsr) observed that the cuvettes were overflowing during cuvette wash and determined the peristaltic head tubing was worn out and required replacement. There were no additional discrepant results reported on architect c16000 after the tubing was replaced. An instrument service history review revealed no additional erratic or discrepant results reported on the architect c16000, nor did it identify any service or complaint issues that may have contributed to this issue. The monthly product monitoring review showed the calculated erratic rates for the architect c16000 systems were all below the upper control limit with no systemic issues or adverse trends for the issue. Additionally, a review of historical data for the parts associated with this complaint revealed no adverse trend associated with the peristaltic head tubing. The architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Including, but not limited to, the troubleshooting performed by the field service representative of replacement of the peristaltic head tubing. Based on the available information, the architect c16000 is performing acceptably.